Event description:
Information received by medtronic indicated that the system was not recognizing the catheter. Multiple cryoablation catheters and accessories were replaced without resolve; the system would generate system notice message 12215 (the system does not recognize the catheter). Technical support was called during the case and were unable to resolve the issue. The cryoablation procedure was aborted.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the cryoconsole performance on site. The reported issue was reproducible during site visit. Replacement of the patient board, low pressure regulator and the gauge resolved the issue. The replaced parts were returned for analysis. Visual inspection of the patient board showed that it was intact with no apparent issues. The board was assembled to gen v console and passed the power up test. Following a warm up time of 30 minutes, the console failed the integrity test when test balloon catheter was connected to the console (catheter was not recognized, system notice message 12215). Further investigation revealed that there was interrupted communication between the smart chip on the catheter and the patient board of the console. Visual inspection of the stainless steel gauge showed that the low pressure gauge was pegged. Visual inspection of the low pressure regulator (lpr) showed that it was intact with no apparent issues. The lpr was optically investigated which revealed presence of debris on the main valve seat, on the valve and on bottom surface of the lpr body; an internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.